Event description:
It was reported that 9 days after placement the foley catheter had dislodged spontaneously, and upon inspection, the cuff was found to be damaged. The leak was located in the balloon section. This is the same patient as (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.initial reporter name: chiiki service imone visiting nursing & rehabilitation station yuyu (limited company)this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.